Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad corroded logic and power supply board - replaced logic and power supply board. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 20 mar 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad corroded logic and power supply board - replaced logic and power supply board. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for keypad.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the preventive maintenance failed. No additional information was provided. There was no patient involvement.